Manufacturer narrative:
(B)(4). Date sent: 7/17/2025.

Event description:
It was reported that a patient with history of previous low anterior resection with loop ileostomy for non-resolving diverticular disease. Patient underwent loop ileostomy reversal and umbilical hernia repair where surgeon noted ¿I identified both the proximal limb as well as the distal limb of the loop of terminal ileum. A gia-75 was used to create a functional side-to-side anastomosis between the limbs of ileum and once this was done, using the stapler, I used a babcock to decide on my staple line to close the stoma. I used again another load of gia-75 to staple across the defect and the excess bowel was handed off. It was a bit thick, so just to be cautious, I did oversew the staple line that was used to close the defect with a 4-0 maxon in a running fashion. Once this was done, a crotch stitch was placed between the two limbs of bowel. I had a feel to ensure that the anastomosis was wide. This was then placed back into the abdomen.¿ the umbilical hernia was also repaired. On post op day 1, patient developed a lower gi bleed and a significant drop in hemoglobin. Patient's hemoglobin continued to fall, reaching a low of 78 and so patient was taken to endoscopy for controlled bleeding on post op day 3. Two small areas of slow bleeding were noted at the anastomotic staple line and were clipped; patient underwent a colonoscopy with evacuation of old blood and clipping of two slowly bleeding areas located on the anastomotic staple line. Patient was discharged 5 days later and reported to have ongoing concussive symptoms related to a fall while hospitalized. It caused or contributed to a serious injury. It caused or contributed to the need for additional medical or surgical intervention. There were patient consequences noted - pt had to go back to or for treatment of rectal bleeding.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.